Manufacturer narrative:
Evaluation: a service engineer (se) inspected the device and replaced the graphical user interface (gui) speaker to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated a device alert that indicated that the graphical user interface (gui) safety audible alarm system (saas) audio failed. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) alarm assembly was returned to medtronic for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There is no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.